Event description:
Caller reported that a malfunction occurred on the pump that had occurred at least three times previously. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to continue using the current pump for backup therapy while a replacement pump with updated software was being sent. Instructions were provided for returning the malfunctioning pump, and the caller acknowledged and understood the steps necessary for storage and return.